Event description:
Caller reported his neighbor & neighbor's home health care nurse could not figure out how to use the aviva system. Neighbor passed out and was hospitalized within 24 hours. A request was made for the return of the system, replacement was sent.